Event description:
Olympus medical systems corp (omsc) was informed that during a gastroscopy, the subject device caused bleeding in the target site. The user stated that the cutting edge of the forceps was not sharp enough and the forceps torn the tissue instead of cut. The bleeding was reportedly treated with an uncertain clip under gastroscopy. There was no report regarding further injury and the procedure was reportedly completed using the subject device.

Manufacturer narrative:
The subject device referenced in this report was returned to omsc for eval. The eval confirmed that the forceps cups of the subject device closed evenly and were properly aligned and that there were no abnormalities in the cutting edges of the cups. There were also no abnormalities related to the phenomenon in the mfg record of the subject device. The device instruction manual warns users that ¿do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ ¿biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.¿ this report is being submitted as a medical device report in an abundance of caution.